Event description:
It was reported by the customer that pyxis medstation es system remote manager had door failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the smart remote manager was successfully retrieved and it was operational. A field service engineer verified that the customer had successfully addressed the issue. The system functioned as intended after the customer resolved the issue.